Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and often required multiple attempts to activate the pump screen. The caller decided not to share information on the impact to blood glucose levels. Technical support (cts) provided guidance on how to press the button correctly and, after confirming the pump was difficult to operate, decided to replace the device. The pump was still under warranty. The customer planned to continue using the current pump until the replacement arrived and agreed to return the old pump using a pre-paid shipping label.